Event description:
Caregiver alleged that the bed was not working properly and was shutting off and on continuously. The caregiver alleged that because of this, the patient has an infection from the bed sore and is now requiring surgery.

Manufacturer narrative:
The product is owned by the customer and routine maintenance had not been requested by the customer for approximately two years. Multiple components were replaced to return product operation.